Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar complaint reported from this lot. The reported difficult leaflet capture appears to be due to challenges with visualization. The reported poor image resolution appears to be due to procedural circumstances. A conclusive cause for single leaflet device attachment (slda) could not be determined in this complaint. Based on this information, the reported recurrent mitral regurgitation (mr) was due to slda. The reported patient effect of mr as listed in the mitraclip g4 system instructions for use, is a known possible complication associated with mitraclip procedure. There is no indication of product issue with respect to manufacture, design or labeling.na

Event description:
This is filed to report single leaflet device attachment/slda and recurrent mitral regurgitation it was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. It was notedshort and thin posterior leaflet. Visualization was challenging depending on the angulation of the echo probe as there was shadowing from the guide/sleeve. On 6/30/2021, the clip delivery system (cds) was advanced to the mitral valve, but the clip could not capture the posterior leaflet. The clip was re-positioned a bit more lateral and the clip successfully captured both leaflets. The clip was deployed, reducing mr to <1. Then on (B)(6) 2021, it was discovered prior to discharged that the clip became detached from the anterior leaflet but remained attached to the posterior leaflet (single leaflet device attachment/slda), increasing mr back to 3. Per the physician, the cause of the slda is unknown. Additional treatment was not performed. The patient was discharged. No additional information was provided.